Event description:
The customer states that when performing an imx tacrolimus ii assay that a result of <1.5 ng/ml was obtained for one patient sample. Qc was in range and the result was reported out of the lab. Subsequently, the customer noted that the boom calibration was off so they performed a boom calibration but was found to be generating dispense check failure alarms. The patient sample was repeated on another imx analyzer obtaining a result of 8.2 ng/ml. A corrected report was sent out with no impact to patient management reported. Service was dispatched to the customer site.

Manufacturer narrative:
Investigation summary: the customer changed the probe, multivalve block and both syringes, but was unable to pass the dispense check. Field service replaced the pump assembly, resolving the problem. Trending: a review of complaints from 8/1/2006 through 10/24/2007 was performed. The review did not find other complaints related to this issue. Labeling: the event is addressed in the abbott imx system operation manual (69-6301/r5) providing the following information related to the customers' issue: section 9, maintenance, monthly maintenance, page 9c-4 states; if the imx fails the dispense system check, locate the specific error code printed on the results tape and refer to section 10. Troubleshooting, error codes and system messages,. Section 10, troubleshooting, error codes and system messages, page 10a-66 lists corrective actions as: perform the level sense error correction procedure. Repeat the dispense check. If the same 188 or 189 failure occurs, replace the sample syringe. Replace meia #2 diluent buffer. Adjust the buffer platform. If the problem is not resolved, contact imx csc. Conclusion: the device involved in the issue was evaluated and an analysis of labeling was performed. The pump assembly was found to be failing. No conclusion could be drawn as to the cause of the failure. Service replaced the pump assembly, resolving the issue. No impact to patient management was reported. This is the final report. End of report.